Manufacturer narrative:
Evaluation codes, conclusions: other (pending device evaluation).

Event description:
A 2.0 mm x 20 mm sprinter legend dilatation balloon catheter was inserted in the patient to re-dilate an rca lesion. The lesion morphology was not reported. It was reported that the sprinter legend was inserted to the lesion site and the balloon was inflated. After the balloon was deflated, it was removed from the patient, it was noted after removal that the distal portion of the catheter remained in the pt. The physician attempted to snare the detached portion of the balloon catheter, however, this was unsuccessful. The detached portion of the balloon was apposed to the vessel wall with stents. The patient is reported to be fine with good flow to the rca.